Manufacturer narrative:
Please note that additional information was provided on 23 oct 2017, as this complaint was submitted to the FDA by the user facility with the following reference number: mw5072698.

Manufacturer narrative:
Results: the neuron 6f 053 delivery catheter (neuron 053) was ovalized approximately 99.0 cm and fractured approximately 100.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the neuron 053 was ovalized and fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully gripped or pinched during insertion, damage such as an ovalization may occur. Further evaluation of the returned device revealed that the neuron 053 was fractured. Based on the complaint description, the physician believed that it happened at a kink in the proximal internal carotid artery (ica). Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 053 delivery catheter (neuron 053). During the procedure, the physician advanced the neuron 053 through a non-penumbra sheath and into the target location. The physician then noticed a hole or break in the neuron 053 when contrast was injected through it. The physician was unsure how the break occurred but believed that it happened at a kink in the proximal internal carotid artery (ica). After that, the physician noted a ¿break down¿ at the tip of a non-penumbra guidewire, which was retrieved using a snare device. It was reported that the breakage of the guidewire had nothing to do with any penumbra devices. The procedure was then completed using the same neuron 053 despite the fact that it was leaking. There was no report of an adverse effect to the patient.